Event description:
It was reported the patient was not getting relief. The catheter was kinked. A catheter revision was done. The hcp disconnected the catheter at the connector and was able to aspirate cerebrospinal fluid csf. The pump connector was checked. The hcp resolved the kink and the catheter was now patent. It was believed that the hcp unkinked it. Hcp primed the proximal catheter segment and primed the system to visualize the fluid flowing from the catheter. There was good flow coming from the catheter. Hcp planned to lower the concentration of drug. Hcp believed that the flow rate was too low and decided to increase the flow rate to provide better therapy. The pump was delivering bupivacaine and dilaudid.

Event description:
Additional information was received. It was reported that the kink had occurred at the entry point to the fascia. It was also noted that there had been a catheter dye study performed prior to catheter replacement, though no results were reported. The patient had been hospitalized for three days for oral pain medication transition; however, it was reported that there was no patient injury.

Manufacturer narrative:
Product ID, 8731sc serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type catheter.

Manufacturer narrative:
Product ID (B)(4), serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).